Event description:
It was reported that on (B)(6) 2026, a 22mm amplatzer amulet was chosen for implant using an unknown delivery system. Initially, an amulet 20 mm device was attempted; however, a peri-device leak was observed. The decision was then made to upsize the device to an amulet 22 mm, which was successfully implanted with no residual leak noted at the conclusion of the procedure. At approximately 5:00 a.m. The following morning, the patient became hypotensive and subsequently required pericardiocentesis, during which approximately 200 cc of blood was drained from the pericardial space.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.